Event description:
It was reported that the customer's insulin pump had an error alarm continuously. Two days later the brother called back and stated that the customer was hospitalized due to high blood glucose. The brother stated that the customer would not manage his diabetes without the insulin pump. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.